Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. No sample and/or lot number was provided for evaluation; however, b. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: as reported by the user facility: primed tubing through pump ensuring ports were inverted so they didn't accumulate air once connected to patient pump would not work stating there were air bubbles, writer spent 20 min trouble shooting, unable to get pump to function another nurse attempted - didn't work. No injury reported.